Event description:
Physician removed inner dilator to hand inject through side port, hub of sheath came off while removing inner dilator.

Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
Physician removed inner dilator to hand inject through side port, hub of sheath came off while removing inner dilator.

Manufacturer narrative:
The sample is indicated as returned. As of the date of this report, the sample has not been investigated. A follow-up report will be provided once the device has been investigated and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. According to the customer response, the sample was not available to be returned for evaluation. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence this complaint could not be confirmed. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.

Event description:
Physician removed inner dilator to hand inject through side port, hub of sheath came off while removing inner dilator.